Event description:
The customer reported that they had just performed weekly maintenance on the ortho provue analyzer. The customer noticed a white residue underneath the probe. Fluid leak may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the wash station was cracked and the pressure was slightly high. Incorrect pressure/vacuum in the fluidics system can lead to fluid leak. The fe replaced the probe and performed the appropriate adjustments to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.